Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the user discarded the subject device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, this type of event is most likely related to the operator's technique. Based on the similar cases in the past, the failure of releasing the clip might be caused by the hard angulation of the endoscope. The instruction manual of the subject device warns: do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope, instrument, and/or clip.

Event description:
It was informed that the clip of the subject device could not be released. The details of the procedure were unknown. Then, the endoscope was angled hard. The doctor attempted to withdraw the endoscope, but he could not. Therefore, the doctor severed the insertion portion of the subject device. When the doctor retrieved the fragment, the fragment damaged the tissue. The doctor treated the damaged tissue with other clip. The doctor completed the intended procedure with another device.